Manufacturer narrative:
(B)(4): the meter met specification and was found to function properly. The meter was tested and the complaint was not reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging blood reading as control. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) device evaluation: the meter test strips and control solution involved with this complaint have been returned on (B)(4) 2013 and the meter has been evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the meter passed all testing with no faults found. The control solution did not require testing. The test strips have not yet been tested. If lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.